Event description:
A customer from (B)(6) reported a misidentification of escherichia coli as salmonella enterica spp diarizonae, for an ileum biopsy sample, in association with the vitek® 2 gn test kit. The customer stated the isolate was tested twice from macconkey and blood agars, and identified as salmonella enterica spp diarizonae with the gn card (lot 2410513203). The customer believed these results did not match with the colony appearance that resembled e. Coli, as further culture on xld (xylose lysine deoxycholate) agar, showed growth without pigmentation and serotypting was negative both for h and o antigens. Testing was performed by an external laboratory using maldi-tof and biofire® fa bcid, and both results were e. Coli. The lab repeated the vitek gn card (lot 2410518203) test and the result was salmonella enterica spp diarizonae. The customer stated the result reported was e. Coli and patient treatment was not impacted. The customer reported a delay of three days between the initial vitek test to the final report. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Biomérieux conducted an internal investigation: the organisms were subbed on tsab, and tested on both customer lots and a random lot of gram negative (gn) cards, in duplicate. Api 20e was also performed. Exper/essay 5491/149. 911692 (180192725-1): on all six (6) cards tested, an excellent ID of s. Enterica ssp diarizonae was obtained. Api 20 e identified the organism as e. Coli, with a 99.9% confidence value. 911693 (180192725-2): on all six (6) cards tested, an excellent ID of s. Enterica ssp diarizonae was obtained. Api 20 e identified the organism as e. Coli, with a 99.9% confidence value. A comparison of card reaction results for s. Enterica ssp diarizonae against expected reaction results for e. Coli showed 1 atypical positive reaction (h2s) that led to the incorrect call. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non- recommended media, user set up errors, or an atypical strain. Quality systems (qs) performed a 13 month complaint search (12aug2017-12sep2018) for complaints coded against e. Coli and the gn card. A review of the complaint search did not indicate any trends associated with the lots.